Event description:
During a catheterization procedure, the pt went into fibrillation and the cath lab team began defibrillation procedure. Witt's "nibp" cuff was disconnected from the "nibp" hose, and the hose was left lying under the pt's drape. A nurse reached under the drape to attach an IV line and mistakenly attached the IV line to the witt "nibp" hose. The mistake was not discovered for an hour. The witt series IV would not register "nibp" after several attempts to initialize the "nibp" from the host central processing unit. When the staff checked the series IV front end central processing unit, they found blood in it and they disconnected the IV line from the "nibp" hose. The cath lab mgr estimates the pt lost approx 150 - 250 ml of blood. The pt survived. The "nibp" hose and cuff assembly is purchased from an OEM vendor. The "nibp" cuff attaches to the "nibp" hose with a luer lock connector which is compatible with the IV line luer lock connector and enabled the connection to be made.